Event description:
Intrauterine pressure catheter with simultaneous amnioinfusion capability did not register any pressure. Catheter adjusted and cable changed with no improvement. Catheter removed and new iupc inserted with adequate readings. Defective catheter tip with sensor was inspected by physician. Physician applied pressure to sensor tip and did not get pressure reading on monitor.